Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and allegedly experienced a pneumothorax requiring observation. There was no indication that the patient required intervention as a result of the pneumothorax. It is unknown if the issue occurred during or after the procedure. The cause of the pneumothorax and the procedure outcome are unknown. Intuitive surgical, inc. (Isi) made several follow-up attempts in an attempt to gather additional information; however, as of the date of this report, no additional information has been received.

Manufacturer narrative:
Based on the current information available, the root cause of the pneumothorax is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. A review of the site's system logs for the reported procedure date was conducted by an isi senior failure analysis engineer. The investigation revealed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported complaint. No images or video clips were provided for review. This complaint is being reported due to the following conclusion: a patient underwent an ion endoluminal lung biopsy procedure and experienced a pneumothorax which required observation. At this time, the cause of the pneumothorax is unknown.